Event description:
It was reported that during a surgical procedure on the knee that the blade broke at the mount. It was also reported another blade was available to complete the procedure. It was further reported that there was a 5 minute delay as a result of this event.

Manufacturer narrative:
The blade subject to this MDR was returned for evaluation. It was visually confirmed that the blade broke at the mount. The returned blade was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi factorial.